Manufacturer narrative:
H3, h6): the manufacturing representative went to site to test the imaging system and found door sidewall switch was broken in pieces. Replaced door switch, performed system checkout. Unit functions as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the system was unable to take a lateral image using a handswitch. They were able to take one ap image, but the lateral did not work. It occurred intra operatively and there was less than an hour delay to the case. No serious illness injury to the patient. The pendant recognized the doors were fully closed, had no issues opening/moving, the light was green on the mvs (mobile viewing station), and there were no error messages. David rebooted the system twice, aligned the source and detector, and knocked on the casing of the gantry, which had no effect. After troubleshooting for 20 min, they decided to abort imaging and the case.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000166: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.